Manufacturer narrative:
Device 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had 3 skin barriers from a box of 10 that had misshaped openings in the skin barrier, which were not round but more oval. This resulted in reduced wear time. Her usual wear time was 3 days reduced to a day or less. She had not changed her routine. The end user declined to use the remainder of the skin barriers in the box. No photo is available at this time.